Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 463mg/dl at the time of the incident. The customer reported that he had a low blood glucose followed by high blood glucose. The low was 64mg/dl. He ate a cookie and a bowl of cereal. His blood glucose shot up to 463mg/dl. He took a 5 unit bolus. The customer declined troubleshooting for high and low blood glucose. The current blood glucose was 217mg/dl. The insulin pump will not be returned for analysis.